Manufacturer narrative:
Correction: d3, d4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a cardiac ablation procedure, a sensor error was detected during the last ablation of the pulsed field (pf) and radiofrequency (rf) on the anterior mitral valve. Upon removal of the catheter from the body, char formation was observed on the catheter. Activated clotting time (act) was checked at the beginning of the case (B)(4) and towards the end (B)(4). The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and the afr-00001 catheter with an unknown lot number were returned and analyzed. Three image files were returned. The first image showed foreign material stuck on the catheter. The second image showed foreign material stuck on the catheter. The third image not related to the product. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for the shorts and mapping tests, which had passing results. A multimeter and a breakout fixture (fxt-00161) was used to check for any shorts to braid, but none were found. The catheter was functionally tested using test capital equipment. Radiofrequency (rf) and pulsed field (pf) ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported issue (char formation) was confirmed though the data analysis. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: additional patient data files were returned and analyzed. Review of the log file showed time stamps and errors that were related to the procedure. In conclusion, the reported charring was not confirmed during data/log file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.